Event description:
It was reported that the artificial urinary sphincter (aus) was revised due to recurring incontinence. There was a leak in the pressure regulating balloon (prb) that caused the implant to no longer work. A surgical procedure was performed, and all components of the aus were removed and replaced. No further complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The reported patient symptoms of urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of urinary incontinence and fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.